Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was a synthetic fiber thread-like material was observed at the device's insertion point. Additional information was received on 26-oct-2025. It was reported that no physical damage was noted to the catheters. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The needle was slightly pre-shaped. Device investigation details: according to the picture provided by the customer, foreign material, like a plastic thread, was observed on a plastic bag. The source of the foreign material could not be determined at this time. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device; however, a clear material was also returned. A fourier transform infrared spectroscopy was performed and revealed that the clear material was polytetrafluoroethylene (pt-fe). A borescope inspection was performed and scratch marks were observed, and that a line of pt-fe was partly detached from inside the shaft. A device history record was performed for the finished device batch number, and no internal actions were identified. The pt-fe observed, as well as the scratch marks, could be related to the internal components exposed issue reported by the customer; therefore, the complaint was confirmed. The ptfe detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance, however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and there was a synthetic fiber thread-like material was observed at the device's insertion point. Pre-mapping was performed with octaray and the treatment was performed with varipulse catheter. Octaray was used again to perform post-map. During preparation of qdot micro catheter to perform cti ablation, the physician commented that there was a thread-like material. When replacing each catheter, the insertion point and air removal from the sheath were checked. However, the exact timing when the issue was confirmed was unclear. In the middle of the procedure, the varipulse catheter was wiped with antiseptic gauze, and the physician commented that the material might have been part of the gauze, but this has not been confirmed. No patient consequences were reported.

Manufacturer narrative:
The product has not returned for analysis; however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).